Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra mini meter was displaying an ¿error 5¿ message. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and on additional information obtained after customer care (cc) reviewed the call recording. The patient alleged that the error message began to appear on (B)(6) 2023, at an unspecified time. The patient did not report how he manages his diabetes, nor whether he made any changes in response to the alleged issue. The cca noticed during the call, between 4:43 pm and 5:11 pm, that the patient was not okay and he claimed that his ¿hands were shaking¿. The patient stated that he called his doctor who asked him to test, however the patient was not able to do so due to the alleged issue. The patient did not report any medical treatment. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time and the issue was resolved during troubleshooting. The cca established that the error message was caused by the patient¿s testing technique. No further action was taken. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.